Manufacturer narrative:
(B)(4). Date of event: only event year known: 2022. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: when did the symptoms begin? What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? When and if the linx device is removed, may we ask that the device be returned for analysis? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as approp

Event description:
It was reported that the patient has a discontinuous device. They were implanted five years ago. The patient is fine, but their symptoms, their heartburn, has returned do the device being discontinuous. They are planning to explant the device and replace the device for the patient.

Manufacturer narrative:
(B)(4); date sent: 11/1/2022. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: when did the symptoms begin? What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? When and if the linx device is removed, may we ask that the device be returned for analysis?

Manufacturer narrative:
(B)(4). Date sent: 12/8/2022. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device batch number 14308, and no non-conformances were identified. Additional information received: device was successfully explanted (B)(6) 2022 and replaced with a lxmc17. Patient is doing fine. Larger device was implanted due to the scar tissue around where the previous device was located. No replacement device is needed.

Manufacturer narrative:
(B)(4); date sent; 1/18/2023.

Manufacturer narrative:
(B)(4). Date sent: 12/11/2023. Investigation summary: a piece of suture knotted on a wire was observed during the visual assessment. It is known that sometimes, during the explant procedure, a suture is placed on the device to aid in the extraction of the device. Hence, it is presumed that the suture was placed by the explant facility during the explant procedure. A linx device with a bead case separated with a weld ball that disconnected from a washer was returned to the analysis site. The link length and tensile force measurements were found to meet the applicable specifications during device analysis. The remaining device characteristics, excepting the visible weld ball, show no anomalies for a device that has been reasonably changed as part of the explant procedure. The device was scanned using computer tomography (CT), optical microscopy, and scanning electron microscopy. The washer through-hole at the separation was measured and was greater than the specification. The washer through-hole was concentric with a small amount of material displacement at the outer edge of the through-hole. The overall appearance of the surface of the washer through hole didn¿t exhibit gross loss of shape. The top view of the diameter of the exposed weld ball was measured. This diameter is within the specification. The weld ball was concentric with the respect to the wire.

Manufacturer narrative:
(B)(4); date sent: 11/22/2022. Additional information was requested, and the following was obtained: when did the symptoms begin? Not known, patient is fine, but gerd sympoms returned. What was the date of the imaging which showed the discontinuous linx? (B)(6) 2022. If available, please share a copy of this imaging. Will try. Was the device initially effective in controlling reflux? Yes. Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Not known. Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Is device removal scheduled? Yes - next 6 wks. Is a replacement linx or fundoplication planned? Replacement linx. When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? Possibly. When and if the linx device is removed, may we ask that the device be returned for analysis? Yes - please send shipper kit to (B)(6).